Event description:
The customer reported the sys collimator is intermittently closing on its own causing the system to give the error collimator stuck. This will likely cause the system to lock up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.